Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and green suture string off the device. The anchor is fractured just below the proximal end of the suture window, the proximal anchor is in place and not actuated. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength and storage requirements specified. Each lot be must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the patient's bones were hard and the head end of the footprint anchor was broken. All the pieces were removed with tweezers. The procedure was completed using a back-up device. The back up was used in the original bone hole, there was no void left. The instrument to prepare the insertion site was a drill of 3.8 mm and the insertion site was cleared of all debris prior to insertion of the anchor. There was no surgical delay and no further complications were reported.